Manufacturer narrative:
(B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta, including isolated lesions in patients who have appropriate anatomy. The IFU states that the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with penetrating ulcers. The IFU also states that complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, perforation, or rupture of the aortic vessel and surrounding vasculature and death.

Event description:
On (B)(6) 2018, the patient underwent treatment of a penetrating aortic ulcer (pau) using a conformable gore® tag® thoracic endoprosthesis. It was reported a mid sternotomy was performed during the procedure to sew a surgical conduit to the aortic arch. According to the report, a gore® dryseal sheath was then advanced through the surgical conduit, and the ctag device was advanced antegrade into position and deployed in its intended location, landing from the aortic arch to the proximal descending thoracic aorta. It was reported that after antegrade deployment of the ctag device, post-deployment ballooning was performed using a medtronic occlusion balloon. According to the report, all ballooning was performed within the endoprosthesis itself, and no ballooning was performed outside of the device. According to the report, the surgical conduit was left in place in case additional treatment was needed at a later time. Imaging reportedly showed no evidence of dissection, with exclusion of the pau. The procedure was concluded, and the patient tolerated the procedure. It was reported that on (B)(6) 2018, the patient expired from a possible retrograde type a dissection. According to the report, it is unknown what caused the dissection, and the origin of the dissection is unknown. It is reportedly unknown if an autopsy is being performed. Additional event and patient information have been requested.

Manufacturer narrative:
Additional information was requested regarding the cause of the retrograde type a dissection, where the dissection occurred in relation to the gore device, the availability of a death certificate, and the patient¿s medications and medical history. However, no additional information was provided. The cause of the reported retrograde type a dissection could not be determined with the provided information.